Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue, malposition and sizing issue cannot be established as the product is not available for analysis. Device history record (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the physician, because he was not feeling satisfied with this inflatable penile prosthesis (ipp) device, five months after the implant. Upon visual examination and palpating the patient, the physician determined that the device was not working properly and that the placement of the pump had caused discomfort to the patient, as it had ridden up. Physician described it as stuck to the patients ventral side of the penis. The patient underwent a revision procedure in which it was also noted that the previous size was incorrect for the patient, as the device was a 15cm lgx with 2.0cm rear tip extenders (rtes), but the new proximal and distal measurements were 20cm, so the physician changed the size of the ipp. After the replacement of all components, the patient is fully recovered.